Event description:
It was reported that lipids started leaking where the regular IV tubing meets the lipid filter on a pcvc line. There were unknown patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn for details pertinent to this event.